Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was out of service. A technical support specialist (tss) dialed into station and server and found in service option unchecked and station in non-profile mode. The tss contacted user, who confirmed station should be in non-profile mode. Tss guided user to check the in service box and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device displayed device was out of service, only support user could log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.